Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer (fse) found all 4 bumper slides missing, with the right side misaligned and ball bearings missing. The new replacement drawer was inspected in customer prior to installation, and the divider plate was found out of place and reinstalled. The failed drawer, with the bearing cage ejected at the rear, was removed, all existing pockets were migrated to the repaired replacement drawer, and the drawer was reinstalled and reconfigured. Operation was tested in the application and hta diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failed to open. The customer attempted to force the drawer open from the back; however, the system did not recognize that the drawer had been opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.